Event description:
This product was used in a p.t.c. Exam. The tapered torque wire was inserted through a mallinckrodt cobra 1 catheter which was in the biliary tree. We were trying to manipulate the guide wire into the small bowel so a stent could be inserted. Upon removal of the guide wire, the 3cm tip seperated from the body of the guidewire. The tip remained partially in the catheter and the rest in the biliary tree. Then the guide wire had to be retreived from the patient's biliary treedevice labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, other. Results of evaluation: invalid data. Conclusion: device failure directly caused event, other. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service, other. Invalid data - on device destroyed/disposed of status.